Manufacturer narrative:
Device evaluations of monitor and battery packs have been completed. The reported problem was confirmed. One of the contacts in the monitor's battery connector showed evidence of being bent then straightened. In addition, both battery packs had damaged latches. The cause of the bents contacts was likely a connector misalignment between the battery pack and the monitor during insertion. The root cause of the connector misalignment cannot be positively identified, but the damaged latching mechanism likely contributed to the misalignment. The damaged latches were likely due to misuse, failure to depress the latch when removing the battery pack. No adverse event resulted from the damaged monitor and battery packs. The patient received a replacement monitor and 2 battery packs. The damaged monitor and battery packs will be repaired.

Event description:
A male patient contacted lifecor customer support to report that during his routine battery change, the battery pack would not fit into the monitor. Support asked the patient to try his other battery pack in the monitor. The other battery pack would not fit either. Support then asked the patient to look at the battery contacts inside the monitor. The patient reported that one contact was crooked and repaired it himself (before support could caution him against it). The patient reported that both battery packs now fit into the monitor and turn on normally. The patient's monitor and both battery packs were replaced as a precaution.